Event description:
Defective keyboard device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, last infusion has been done on (B)(6). History data is insufficient to confirm events described in complaint. The device was received in brézins for investigation. Keyboard was tested and two keys were fund not functional (up and down rate selection) which confirms the reported event. After device disassembly (inside of device is clean), the keyboard is unsticked: on upper case, liquid infiltration dry traces are visible and a mark is visible on sticky side on up key. The defective keyboard is replaced for test, and the device was functioning as expected. The reported event is due to a defective keyboard most likely due to usability.

Event description:
Defective keyboard.